Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the enroute 0.014'' guidewire. An unplanned additional stent was placed to address the dissection and the procedure was completed with no further compilations.

Manufacturer narrative:
Complaint investigation report is attached to this report. The description was updated to align with the gudid.

Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the enroute 0.014'' guidewire. An unplanned additional stent was placed to address the dissection and the procedure was completed with no further compilations.

Manufacturer narrative:
Complaint investigation report is attached to this report. The description was updated to align with the gudid.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the enroute 0.014'' guidewire. An unplanned additional stent was placed to address the dissection and the procedure was completed with no further compilations.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the enroute 0.014'' guidewire. An unplanned additional stent was placed to address the dissection and the procedure was completed with no further compilations.